Event description:
It was reported that the patient underwent an initial knee surgery. Approximately 4 years postop, the patient reported pain and was revised due to femoral loosening. The surgeon was able to pull the cemented femur off without using any instruments. The cement adhered to the patient's bone but not to the implant. Attempts have been made and all available information has been provided.